Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin (intraperitoneal) for the event. At the time of this report, the patient has not recovered from the event. The same day as the event onset, pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.